Manufacturer narrative:
The products remain implanted in the pt and are not available for analysis. Add'l info will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2009-00218.

Event description:
The pt rec'd 2 unk cypher stents in a svg to a lateral wall in 2009. The target lesion was a fibrotic aortotomy site from a 10 year old graft. According to the physician, the stents had been implanted in a pivot point. The stents were not overlapping. No myocardial bridging was noted. The pt was back in the hosp 5 days later with chest pain. Angio showed stent fracture. The stent fracture led to a restenosis, which was treated with a balloon. Pt was stable post intervention, but he died about 2-3 hrs later with pulseless electrical activity (pea). Post exam did not show rupture, pulmonary embolism (pe) or tension pneumothorax (ptx). The immediate cause of death is still unclear.